Event description:
The physician was attempting to deploy a 2.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in a patient located in the lad with severe calcification. It was reported that the stent was not passed to the lesion. When the device was returned to the manufacturing facility, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4) device evaluation: the distal tip was flared. A number of struts on the 1st and 2nd proximal stent segments were raised and deformed. A number of struts on the 5th and 6th proximal segments were overlapping and misaligned.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; severe calcification and tight and diffuse lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification and tight and diffuse lesion). (B)(4).